Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the returned device had the anchors and suture off the needle. The distal end of the depth tube was sliced. The actuator was in the post t1/pre t2 deployment position. A functional evaluation found the device cycled as intended. A review of the customer provided image found a fast fix 360 pictured with the implants and suture off the needle in the background. No damage visible. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended contact with another source, slicing the depth tube and pushing the t2 off the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery using a fast fix 360, after t1 was implanted, t2 fell off from the inserter. T1 had to be removed from the patient with tweezers. The procedure was successfully completed without surgical delay using a back-up device. No patient complications were reported.